Manufacturer narrative:
One device was returned for analysis. Investigation confirmed force sensor-related alarms in the device logs. The returned plunger assembly was received disassembled with loose flaps and incorrect force sensor orientation. Although the issue could not be replicated during functional testing, the probable cause was determined to be a damaged and defective plunger assembly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device experienced recurring system failures related to the force sensor test. The reporter mentioned that they tried force sensor replacement, but this did not resolve the issue. A calibration attempt was also performed; however, the problem persisted. The event occurred upon power on of the device. There was no patient involvement.